Manufacturer narrative:
Findings: unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test and occlusion test due to missing retainer. Replace battery now alarm, replace battery alarm and pump error confirm in the formatted history file. Detailed trace analysis confirmed the pump alarmed replace battery now alarm, replace battery alarms and then power error was triggered due to connector resistance issu after disconnecting and reconnecting the internal battery connector, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected insert battery alarm noted. Unit had missing retainer, missing reservoir tube o-ring, minor scratched display window, damaged (scratched) display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had depleted battery life. The customer's blood glucose was 16.3 mmol/l at the time of incident. It was also reported that the retainer ring broke and came off. The insulin pump will be returned for analysis.